Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned of a 19902-39 extension set and the package with lot number 4098261. There were no anomalies that could be visualized from the returned photograph. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
It was reported that, on either (B)(6) or (B)(6) of 2019, when connecting the luer lock to the IV catheter it was not a tight connection and the IV solution/blood leaked out. It was reported that the rotating luer was very stiff and stuck in position (i.e. Not rotating). There was no patient harm reported. No additional information is available.